Event description:
On 06/16/2009, the pt reported that in 2009 her son found her unconscious with a blood glucose reading of 26 mg/dl. Her normal range is 120-150 mg/dl. She stated he called the paramedics who treated her at her home. She then ate a peanut butter sandwich and her reading elevated to 110 mg/dl. She had no symptoms. To troubleshoot, the pt confirmed the time, date and basal rates on her insulin infusion device are accurate. Troubleshooting did not find any product issues. The pt requested a replacement infusion device. She was assisted in switching to her backup infusion device. Product was replaced and requested to be returned for eval.